Manufacturer narrative:
The following information has been corrected: g.4. Date received by manufacturer: 2020-01-16.

Event description:
It was reported that the bd q-syte luer access split septum leaked during use. The following information was provided by the initial reporter, translated from french to english: material # 385100 lot: 9144785. Verbatim: ¿the nurse found a leak in the septum of a q-syte bi-directional valve part number: 385100 lot: 9144785. It was kept for expertise. No consequence for the patient who, following medical advice, did not receive the supplement. The leak was about 100ml. Discovery of a puddle of white liquid (which turned out to be a mixture of smofkabiven, heparin, hydrocortisone hemisuccinate and cefotaxime) on the floor near the patient's bed of room 568. After rapid examination, a leak was found in the bi-directional valve at the proximal valve of the distal port of the patient's central line. The therapies are therefore not being properly administered to the patient .¿

Manufacturer narrative:
H.6. Investigation summary: bd received one used q-syte unit with no packaging. The sample is said to be from material number 385100, lot number 9144785. Through the visual examination, damage was not observed on any of the external areas of the q-syte top or bottom body. Slit tears and damage to the septum top disk were observed however, the q-syte did not leak during testing. There was no damage (tears) along the column wall of the septum. The reported issue was not confirmed. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failure reported. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd q-syte luer access split septum leaked during use. The following information was provided by the initial reporter, translated from french to english: material # 385100 lot: 9144785 verbatim: ¿the nurse found a leak in the septum of a q-syte bi-directional valve part number: 385100 lot: 9144785. It was kept for expertise. No consequence for the patient who, following medical advice, did not receive the supplement. The leak was about 100ml. Discovery of a puddle of white liquid (which turned out to be a mixture of smofkabiven, heparin, hydrocortisone hemisuccinate and cefotaxime) on the floor near the patient's bed of room 568. After rapid examination, a leak was found in the bi-directional valve at the proximal valve of the distal port of the patient's central line. The therapies are therefore not being properly administered to the patient .¿

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd q-syte luer access split septum leaked during use. The following information was provided by the initial reporter, translated from french to english: material#: 385100 lot: 9144785. Verbatim: ¿the nurse found a leak in the septum of a q-syte bi-directional valve part number: 385100 lot: 9144785. It was kept for expertise. No consequence for the patient who, following medical advice, did not receive the supplement. The leak was about 100ml. Discovery of a puddle of white liquid (which turned out to be a mixture of smofkabiven, heparin, hydrocortisone hemisuccinate and cefotaxime) on the floor near the patient's bed of room 568. After rapid examination, a leak was found in the bi-directional valve at the proximal valve of the distal port of the patient's central line. The therapies are therefore not being properly administered to the patient .¿